Manufacturer narrative:
The device was not returned for evaluation; however, the reported event (infection) can be confirmed as the surgeon provided an operative note regarding explant surgery on (B)(6) 2023 which confirmed this event.

Event description:
It was reported that the right side joint of the device was explanted due to infection being present.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the right side joint of the device was explanted due to infection being present.